Manufacturer narrative:
(B)(4). This medwatch is being filed as an initial/ final. (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the unit had an intermittent issue. The customer returned an electric dermatome power supply, serial (B)(4), for evaluation. The device history record (DHR) review is not required per limited investigation procedure as the product meets the applicable acceptance criteria. A review of the previous repair history is not required per limited investigation procedure as the product meets the applicable acceptance criteria. Product review of the electric dermatome power supply on june 11, 2018 revealed that the device functioned as intended, the intermittent issue was unable to be reproduced. The electric dermatome power supply was not repaired as it functioned as intended and passed all required testing. Electric dermatome power supply, serial (B)(4), was tested and functioned properly. It was inspected and tested. The reported event was non-verifiable since during the product review it was noted that the device functioned as intended, the intermittent issue was unable to be reproduced. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device functioned as intended, the intermittent issue was unable to be reproduced. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Dermotome power supply had intermittent issue. Per follow up activity, no additional information is available.